Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087914 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1087914 and test base part number 190-430 / lot 1087914. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use.

Event description:
The customer reported conflicting results with ID now covid-19 test on (B)(6) 2023 on nasal swab. The customer received a positive result and a negative result after running the same sample in different ID now instruments. Also, the customer received a positive and a negative result in the same ID now machine. Per the customer, there was a clinical delay in patient treatment. The customer confirmed there was no patient impact. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported conflicting results with ID now covid-19 test on (B)(6) 2023 on nasal swab. The customer received a positive result and a negative result after running the same sample in different ID now instruments. Also, the customer received a positive and a negative result in the same ID now machine. Per the customer, there was a clinical delay in patient treatment. The customer confirmed there was no patient impact. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. B5: new information came in on 27fab2023, the customer confirmed there was no clinical delay in patient's treatment. H3 other text : device discarded, single use.

Event description:
The customer reported conflicting results with ID now covid-19 test on (B)(6) 2023 on nasal swab. The customer received a positive result and a negative result after running the same sample in different ID now instruments. Also, the customer received a positive and a negative result in the same ID now machine. Per the customer, there was a clinical delay in patient treatment. The customer confirmed there was no patient impact. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.